Event description:
It was reported that the lead dislodged shortly after implant but the patient refused lead revision. Several months later, the patient came to the ER experiencing shocks. A lawsuit further alleged that the patient "suffered repeated shocks and fractures." The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information received reported an allegation from an attorney indicated the patient is deceased.

Event description:
It was reported that the lead dislodged shortly after implant but the patient refused lead revision. Several months later, the patient came to the ER experiencing shocks. A lawsuit further alleged that the patient "suffered repeated shocks and fractures." The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): no anomalies found; partial lead in segments returned and analyzed.